Manufacturer narrative:
Based on the limited information provided, it is not known what role, if any, the lava ultimate played in this event. Other factors, such as prior tooth history, may have played a role in the reported need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the case of a male patient who required root canal therapy on tooth #30. The date the lava ultimate cad/cam restorative for cerec crown was seated was not provided to 3m; it was reported that on (B)(6) 2016, decay was identified and a root canal performed. The tooth was restored with a post and new crown.